Event description:
It was reported that the attachment began running hot (overheating) after sterile processing allegedly soaked the device. There was no pt involvement or any adverse consequences reported.

Manufacturer narrative:
The attachment was received at the MFR for testing purposes. Based on the investigation details, failure of the attachment was most likely caused by corrosion build-up. Once enough corrosion builds up, it may start to effect the way the device functions. Regarding the device possibly being submerged, the IFU supplied with this device states the proper cleaning and sterilization guidelines.